Manufacturer narrative:
Investigation summary it was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, post transseptal puncture, cardiac tamponade was confirmed. Pericardiocentesis was performed to remove 900 cc¿s of fluid from the pericardial space. The patient was stabilized and then transferred to the coronary care unit (ccu) and was kept overnight for monitoring purposes. Patient¿s outcome is fully recovered (no residual effects). The device was visually inspected, and it was found in good condition. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested, and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed, and it was found within specifications, the catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's reference # (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference #: (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, post transseptal puncture, cardiac tamponade was confirmed. Pericardiocentesis was performed to remove 900 cc¿s of fluid from the pericardial space. The patient was stabilized and then transferred to the coronary care unit (ccu) and was kept overnight for monitoring purposes. Patient¿s outcome is fully recovered (no residual effects). Physician did not attribute the causality of the adverse event to a biosense webster, inc. Product malfunction. There were no factors cited such as patient¿s anatomy or disease that might have contributed to the adverse event. No biosense webster, inc. Product malfunctions were reported. Transseptal puncture was performed with a brk transseptal needle. The sheath used during the case was a ez cross, boston scientific, 8.5 french. The generator was used in power control mode at 40 watts and 20 seconds. The power did not titrate during the ablation. The flow was set at high flow. No error messages were displayed on any biosense webster, inc. Equipment. The patient received anticoagulant (unspecified) with an activated clotting time (act) between 300-350 seconds. The thermocool® smart touch® sf uni-directional navigation catheter was not in close proximity to another catheter and was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit (piu). The carto® 3 system indicated once to re-zero the catheter. The biosense webster, inc. Product analysis lab, received the device for evaluation on august 6, 2019 ad it was noted that upon initial inspection, no visual damage or anomalies were observed.